Event description:
It was reported that the pump displayed an occlusion alert, and insulin was observed on the exterior of the removed connector, consistent with a leak with a finger-stick blood glucose of 331 mg/dl. The user had changed the cartridge, connector, and tubing shortly before the event and connected the cartridge to the connector before inserting the cartridge into the pump, after which the alert resolved when the user replaced the supply and primed to confirm flow. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included user monitoring at home without medical intervention or hospitalization. Investigation included troubleshooting over the phone, and review of lot information. Investigation of this case revealed evidence of a connection-related leak and transient flow restriction consistent with a supply connection issue involving the connector-to-cartridge interface, with user technique identified as a contributing factor. It was concluded, based on previously established findings for similar reports, that the cause was user technique leading to an improper connection and resultant leakage and occlusion, mitigated by correct assembly and priming.

Manufacturer narrative:
Initial.